Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. The right ventricular lead exhibited increased threshold and decreased r-waves. The lead was explanted and replaced. The patient was asymptomatic.